Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle was jammed in the customer's expressew iii without hook. The case was completed with other like-devices with no patient harm or delay. The sales rep could not provide a lot number for the expressew iii needle. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Additional information received on 15november2018: it was confirmed that the complaint was against the expresssew device and not the actual expresssew needles so only the device was returned, not the extra unused needles.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the device was received and evaluated. Visual inspection of the device revealed the device was in used condition. The needle trigger was tested, the trigger was found to be sticky. Upon further observation the jaw-to-shaft pin was slightly protruding out from both sides. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing, and could potentially contribute to jaw deformation. Additionally, the suture channel (lower jaw) was bent outwards. The suture channel was also found to be cracked at the weld. The bent portion of the bottom jaw indicates blunt force impact; possible root causes include the device hitting bone during a procedure or the device being mishandled. These failure can be attributed to user technique. When attempts to load a test needle for functional testing were made, a hard objected was jammed in the shaft. Visual inspection of the needle tray revealed that a portion of the needle was jammed in the needle tray which precludes testing the device functionally. The broken needle was not protruding out from neither the jaw nor the needle tray. Possible root cause for the needle to jam in the gun could be due to the misaligned jaws which would cause the needle to get stuck, however a specific root cause could not be determined. The device history record (DHR) review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-55124.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: manufacturer name, city and state, MFR site, report source: the manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. The device was received and visually inspected. Visual inspection of the device revealed the device was in used condition. The needle trigger was tested, the trigger was found to be sticky. Upon further observation the jaw-to-shaft pin was slight protruding out from both sides. Additionally, the suture channel (lower jaw) was bent outwards. The suture channel was also found to be cracked from the weld. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing and could also deform the jaws. This failure can be attributed to user technique. A portion of the needle was jammed in the needle tray which precludes testing the device functionally. Possible root cause for the sticky needle trigger could be due to improper sterilization/drying as liquid could've ingressed in the internal components of the gun, however a specific root cause could not be determined. Possible root cause for the needle to jam in the gun could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: pending investigation. UDI: (B)(4).